Event description:
It was reported that a couple months post-op the atrial and right ventricular (rv) leads had high thresholds. It was found that the leads had pulled back and were microdislodged. Both leads were able to be repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 implantable pacing lead, implanted: 2013-(B)(6).